Event description:
It was reported that the insulin pump alarmed an error. The customer stated that the device was not stored nor out of use for an extended period of time. Assistance was provided to rewind and reprogram the insulin pump for further use, until a replacement insulin pump arrived. The customer's blood glucose was 198 mg/dl. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.